Manufacturer narrative:
The reported field event of high lead impedance was verified by reviewing device data; however, the high lead impedance was not replicated in the laboratory. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal. The cause of the reported event could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-02235. During an in-clinic follow-up, episodes of high defibrillation impedance were observed on the right ventricular (rv) channel. As it was unknown whether the high defibrillation impedance was due to an anomaly of the rv lead or due to an anomaly of the device, the physician elected to explant and replace both the rv lead and the device. The patient was in stable condition.